Manufacturer narrative:
As reported, during inflation the balloon of two 10x40mm 80cm powerflex pro percutaneous transluminal angioplasty (pta) dilation catheters were leaking. There was no reported serious injury. The device was not returned for analysis. A device history record (DHR) review of lot 17677788 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the leakage could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) or procedural/handling factors may have contributed to the reported events as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. If strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17677788) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during inflation the balloon of the powerflex pro pta dilation cathether (10mm4cm 80) was leaking. There was no reported serious injury. The product will be returned for analysis.